Event description:
Boston scientific received information that this patient presented to the emergency room due to pacing inhibition resulting in 6 seconds of asystole and syncope. Upon investigation, it was suspected that ventricular loss of capture and noise may have occurred resulting in the event. It was noted that a similar event had occured one month earlier involving the chronic right ventricular (rv) lead and the previous pacemaker which was replaced. Surgical intervention was performed to surgically abandon and replace the rv lead, and device remains in service with a new rv lead implanted.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.